Event description:
It was reported that removal difficulty occurred. The approximately 50% stenosed target lesion was located in the moderately tortuous and mildly calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was successfully deployed. However, upon removal, severe resistance occurred between the delivery system and the filterwire ez. The delivery system was possible to remove by re-sheathing. Post dilation was performed with sterling balloon catheter, and the filterwire ez was recovered, and the procedure was completed.

Event description:
It was reported that removal difficulty occurred. The approximately 50% stenosed target lesion was located in the moderately tortuous and mildly calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was successfully deployed. However, upon removal, severe resistance occurred between the delivery system and the filterwire ez. The delivery system was possible to remove by re-sheathing. Post dilation was performed with sterling balloon catheter, and the filterwire ez was recovered, and the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in a deployed state with no guidewire inserted in the device. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The investigator was able to advance a boston scientific guidewire though the device, however the guidewire exited the device where the damage was noted on the outer sheath. A visual and tactile examination identified outer sheath damage approximately 170mm proximal from the stent holder. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. No other issues were identified during the product analysis.